Event description:
On july 1, 2010, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient's husband reported that on the evening of june 30, 2010(time unknown), the patient obtained an alleged high blood glucose reading of "202 mg/dl" with the subject meter. The reporter informed the cca that the patient manages her diabetes with insulin (self adjuster). The patient's husband claimed that he administered 10units of 70/30 insulin to the patient in response to the alleged high result. Approximately 7 hours later, at 1:00am on (B)(6) 2010, the reporter stated that the patient broke out in a sweat. At the onset of the symptoms, the reporter stated that the patient tested her blood glucose and obtained a result of "59 mg/dl." It is not known if the patient tested with the subject meter or on another device. The reporter denied that the patient received medical treatment. At the time of troubleshooting, the cca noted that the reporter did not have control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient's spouse claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.